Event description:
On jul 22, 2009, the lay pt's mother contacted lifescan alleging that the pt's one touch ultra link meter read inaccurately low. The complaint was classified based on the customer care advocate (cca) documentation because the medical surveillance specialist (mss) was unable to contact the pt's mother by phone. The mother said that the product issue first started in 2009; she did not know the time of day that it started. She said that 2 to 3 days after the product issue started, the pt experienced symptoms of high blood sugar with frequent urination. The mother said she had to take her son to the doctor. She claimed that a result of 86 mg/dl was obtained on the lfs product compared to a result of 301 mg/dl on the doctor's device in tests performed 10 to 30 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The pt uses an insulin pump and was administered 2 to 3 units of novalog insulin. The cca was unable to walk the mother through a control solution test because the control solution had been open longer than the discard date. The pt's products were replaced. This complaint is reported because the mother claims that the lfs product read inaccurately low and 2 to 3 days later the pt allegedly experienced frequent urination. The mother claims that an elevated reading was obtained on the doctor's meter compared to the lfs meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.